Manufacturer narrative:
The investigation of access site bleeding and positioning issues has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. Positioning issues: the root cause of positioning issues was most likely use issue since the pump was originally placed in the papillary by the physician and the second implant attempt was done in good position.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed a impella cp to support the patient admitted in with a st-segment elevation myocardial infarction. The pump was placed but, an access site hematoma developed. The team treated this with red blood cells. As the percutaneous coronary intervention took place there were positional issues noted with the cp. The pump was interacting with the papillary. To troubleshoot the pump was pulled from the left ventricle and then redelivered for the support. The pump supported for 4 days and was successfully explanted. The procedural outcome was the patient survived surgery.